Event description:
The customer reported that the device was rebooting itself.

Manufacturer narrative:
(B)(4): the customer reported that the device was rebooting itself. The unit was evaluated by philips locally. The symptom was verified intermittently. Due to the intermittent nature of the failure, the cause could not be identified. The customer was sent a replacement unit. We cannot determine the cause since the device was replaced and the failure was not localized.